Event description:
A patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch sf catheter and the patient experienced complete heart block treated with a temporary pacemaker. The information indicated that the patient developed complete heart block during pvc ablation. The physician had been ablating on the septum of the right ventricle and decided to "sandwich" the lesion by abating on the left. The catheter was positioned in the left ventricle under the non-coronary aortic cusp. There were no his signals present on the intracardiac electrodes of the ablation catheter prior to starting ablation. The patient went into complete heart block immediately after the start of ablation. The radiofrequency (rf) parameters with the thermocool smarttouch sf catheter was 8gms force at 35 watts. A temporary pacemaker was advanced. The patient was stable on transfer with the temporary pacemaker in place.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).